Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose before receiving low reservoir alerts and she was not receiving insulin. The customer's blood glucose was 400 mg/dl. The customer stated that in order for her blood glucose to come down, she had to change out the set. Nothing further reported.